Manufacturer narrative:
(This follow-up MDR was mailed to the FDA on 07/08/1998). Evaluation: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cuase of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.

Event description:
The intra aortic balloon leaked. This was the only info at the time of the report. (Event complications: none from the event-reported 5/12/98.) (Pt's current status: unk-reported 5/12/98.)